Event description:
Low results received on potassium and sodium testing. Repeat of same sample using different instrument, same methodology, recovered higher. Initial results were reported except for one patient result, as noted below. The following data was provided. Patient 1 initial sodium result of 120 mmol/l, repeat 142 mmol/l; initial potassium result 3.5 mmol/l, repeat 4.2 mmol/l. Patient 2 initial sodium result 113 mmol/l, repeat 136 mmol/l; initial potassium result 3.2 mmol/l, repeat 3.9 mmol/l. Patient 3 initial sodium result 112 mmol/l, repeat 134mmol/l; initial potassium result 2.6 mmol/l, repeat 3.2 mmol/l. Patient 4 initial sodium result 120 mmol/l, repeat 140 mmol/l; initial potassium result 3.5 mmol/l, repeat 4.7 mmol/l. Patient 5 initial sodium result 116 mmol/l, repeat 142 mmol/l; patient 6 initial sodium result 119 mmol/l, repeat 138 mmol/l, patient 7 (initial results not reported) initial sodium result 121 mmol/l, for this patient, repeat testing done on same analyzer, repeat results were 139 mmol/l, repeated an additional time and recovered 140 mmol/l. No information provided to determine if initial results that were reported were used to guide therapy. The field service representative repaired the instrument.